Event description:
The patient was implanted with an afx2 bifurcated stent graft, an infrarenal stent graft extension, and a suprarenal stent graft extension to treat an emergent ruptured abdominal aortic aneurysm (aaa). The initial procedure was completed and the ruptured aaa appeared to be sealed. While in ICU (intensive care unit), the patient's condition did not improve. The physician elected to bring the patient back to the operating room for possible abdominal compartment syndrome. A small endoleak of indeterminate origin was observed. Two (2) additional proximal stent grafts were implanted. The physician reported that the patient¿s condition continued to worsen and ultimately expired that evening. The physician believes that the aneurysm was ruptured and the patient was already in too bad of a condition to survive. Additional information received per clinical assessment indicating that two (2) non-endologix stents were also implanted during re-intervention on (B)(6) 2021.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported patient death is confirmed, and the indeterminate endoleak was confirmed to be a type ia endoleak. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an additional surgical procedure, a laparotomy, was performed. This finding was discovered during an examination of the operative note dated on (B)(6) 2021. The most likely causation for the reported event is anatomy-related due to the following contributing factors: a ruptured aneurysm with severe hypotension due to significant blood loss pre-index procedure (cautionary product use), and poor stent-to-stent apposition at the superior stent margin of the infrarenal proximal extension due to stent placement in the aortic angulation. The procedure-related harms identified were an additional surgical procedure, hemodynamic instability, renal failure and acute blood loss. The final patient status was reported as expired post secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b2: date of death. B5: describe event or problem. D4: lot expiration date (primary). G4: awareness date. H6: evaluation result codes; remove 3233. H6: evaluation conclusion codes; remove 11. H7: if remedial action init.; remove data. H9: correction/removal rpt num; remove data.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was implanted with an afx2 bifurcated stent graft, a infrarenal stent graft extension, and a suprarenal stent graft extension to treat an emergent ruptured abdominal aortic aneurysm (aaa). The initial procedure was complete and the rupture aaa appeared to be sealed. While in ICU, the patient's condition did not improve. The physician elected to bring the patient back to the operating room for possible abdominal compartment syndrome. A small endoleak of indeterminate origin was observed. Two (2) additional proximal stent grafts were implanted. The physician reported that the patient¿s condition continued to worsen and ultimately expired that evening. The physician believes that the aneurysm was ruptured and the patient was already in too bad of a condition to survive.